Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) was received for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having a lot of trouble charging their implant since sunday. Patient stated it took them 3 days to get the implant to 100% and they would leave it on for a couple hours one day and another couple hours another day. Patient noted before it was charging in 10-15 minutes. Patient then said the day before yesterday or monday the recharger cord where the wire starts was getting real hot. Patient turned it off and tried again and it was not as hot as it was at that one time. During the call patient verified no damage to the controller charging port. Patient reset the controller and plugged the controller into the ac power supply. Patient got the memory problem screen. Patient attempted to set the date and time on the controller, but got no device found. The issue was not resolved. An email was sent to the repair department to replace the recharger.